Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and confirmed that device cannot expose. After reviewing the log file fse found error "low load flavor selected. The fse checked the connect point and found it had oil leakage in cooling unit. Fse replaced the roco velara, after replacement of roco velara, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform exposures due to an oil leak. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the connect nipple and the roco velara replacement kit which returned the device to use in good working order.